Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID:37761, serial/lot #: (B)(4). Analysis of the desktop charge (serial# (B)(4)) found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date year valid only. The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and phantom limb pain. It was reported that the patient charged their ins on wednesday ((B)(6) 2017) and friday ((B)(6) 2017)and the ins was dead already. The patient had been in pain since friday ((B)(6) 2017). The charge only lasted 2 days and it usually lasted the whole week. The patient stated it may have not been charged fully. They charged the ins for 6-8 hours and thought there was a full charge. When they tried to charge on friday ((B)(6) 2017) the recharger screen was dead and there was nothing on the screen. Trying a different outlet to charge the recharger did not resolve the issue. The desktop charger light was on and the pin appeared fine. Patient reported they got 50% or less pain relief in the last month. Additional information was received and it was reported that the patient received a replacement recharger. The patient charged their ins to full with the new recharger, but when they plugged their desktop charger into the recharger the connector pin got stuck and was broken. No further complications were reported or anticipated.